Event description:
New information noted on (B)(6) 2024, the physician lead was capped, and not explanted patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amp variation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.